Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump. The occlusion was attributed to improper seating of the cartridge on the pump. After clearing the pneumatic tap area and changing supplies as necessary, the customer successfully resumed insulin therapy.